Manufacturer narrative:
Additional information was received that no device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation. Contacts on each leads were not working. It was also noted that the ipg was not working. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg, leads, and clik anchor was explanted and was implanted with a new ipg and leads. Additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4) description: linear st lead, 50cm model#: sc-4316 lot#: 15650808 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing inadequate stimulation. Contacts on each leads were not working. It was also noted that the ipg was not working. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.

Event description:
A report was received that the patient was experiencing inadequate stimulation. Contacts on each leads were not working. It was also noted that the ipg was not working. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.